Manufacturer narrative:
The device will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown coronary artery. A 3.5x48mm xience expedition stent delivery system (sds) failed to cross due to the anatomy. The sds felt resistance during removal. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown coronary artery. A 3.5x48mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy. The sds felt resistance during removal. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: it was reported that the procedure was performed to treat a lesion in the non-calcified, moderately tortuous left anterior descending coronary artery. The sds felt resistance during removal with the anatomy. No additional information was provided.